Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Event occurred during an orl procedure. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736 (x2), version #: 2.1 (x2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that the surgeon performed the registration of the instrument with the instrument tracker on the non-invasive patient tracker (nipt). Registration was ok but, no beep. Trace registration: the surgeon wanted to make the tracing, which was good but no beep during the tracing. The navigation system succeeded its measures (green and yellow circles). The navigation system displayed an error code. Unfortunately, the code has not been noted. The message disappeared after having clicked on ¿ok¿. The surgeon had been obliged to select the patient case once again. There was no more of green and yellow circles (for accuracy). The surgeon had been obliged to redo the registration because there was an accuracy offset (in using an instrument tracker). Then the surgeon continued to operate, all was good with a good accuracy. Suddenly in the middle of the intervention, the surgeon constated an accuracy offset. At the bottom of the screen a yellow message indicating, ¿re-check instrument¿. The surgeon checked. The field representative (rep) asked the surgeon to check the accuracy with instrument tracker by placing at the tip of the patient's nose. The offset was important. The site had been obliged to redo a registration to continue the intervention. The problem reappeared two times again. The intervention was able to be completed without any problems for the patient. There were issues with registration and accuracy. No known impact to patient outcome. Surgical delay unknown.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: unknown, ubd:- , UDI#:-. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1, ubd:- , UDI#:-, product ID: 9735736, version #: 2.1.0, ubd:- , UDI#:-, and product ID: 9735736, version #: 2.1.0, ubd:- , UDI#:- h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. Archive had 2 computed tomography (CT) exams, no plan data found, registration data was found with an error metric of 1.4 millimeters (mm). Logs captured there were two sessions on the date of issue. In all the sessions the site to perform the registration standard functional endoscopic sinus surgery (f ess)procedure and many registration were performed in these sessions. Logs captured that in the second session the site performed final trace registration with an error metric of 1.4 mm but some of the registration were failed because the site did not meet the acceptance criteria of 5 mm. Suspected registration pattern might have caused the reported behavior. Suggested to start collecting trace points from tip of the nose. Codes: b01, c19, d15 h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The case was reviewed. Logs captured there were 2 sessions on the date of issue and in the second session it was observed that the audio of the system was set to 0. In the second session, site switched to surgeon admin task from registration task and made the volume 0 and again switched to the registration task to perform registration. This might have caused the audio issue. Apart from that, logs did not capture any abnormality related to the audio. Suspected user error. Codes: b01, c19, d15 h2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. Logs captured the seg fault in qmlgui service on the date of issue. The core file was generated by "qmlgui service", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function defaultshaderstoragebufferobject::read () in the registration task. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.